Event description:
A 26 mm diameter x 3.75 cm length aneurx stent graft was implanted in a patient for endovascular treatment of an abdominal aortic pseudoaneurysm in 2002. It was reported that the patient had a prior aortobiliac bypass graft, and two aortic cuffs were implanted at the proximal anastomosis of the graft to prevent bleeding. During the implant procedure, two wallgrafts were implanted to exclude the origin of the right hypogastric artery, which had been embolized. Following device deployment, there was good flow through both limbs of the graft, and the patient tolerated the procedure well. Angiography performed 3 months later, demonstrated that the proximal aortic cuff was in good position. A computerized tomography (CT) scan 5 months later revealed no abnormalities. 4 months later, a CT scan demonstrated thrombus and gas in the abdominal aorta with focal outpouching. The aorta was contiguous with a loop of small bowel, suspicious of aortic or enteric fistula. The patient was diagnosed with gastrointestinal bleeding, anemia, and infection of the aortic graft. The follow day, the stent graft and the conventional graft were explanted, and cultures taken from the graft demonstrate that it was infected with enterobacter cloacae and enterococcus gallinarum. It was rpeorted that the patient died during the evening of the explant procedure. It was reported that the physician believes that the infection was pre-existing, and was not related to the stent graft.